Event description:
Healthcare professional reported right side "rupture." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported event of rupture-breast was received on july 30, 2024 with lot number 3375500. Based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed one opening assessed as surgical damage and broken device with 2 assessed, 1 surgical damage and 1 inconclusive. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted and replaced.